Event description:
As reported per the edwards field clinical specialist (fcs), 2 hours post a successful transapical tavr procedure, while the patient was in recovery, the patient went asystolic. The patient was successfully revived. Ep was consulted and permanent pacemaker was placed later that day. The team was unsure of the cause.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with the tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. In this case, the exact cause of the reported event cannot be confirmed. However, in addition to the procedure itself, the patient's underlying heart disease may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.